Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for low out of range pacing impedance measurements. Technical services (ts) reviewed the device data and determined that the left ventricular automatic threshold (lvat) test was unsuccessful due to fusion beats. No adverse patient effects were reported. This crt-d remains in service.